Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, occlusion testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have in the ehl error, "check clutch/ lever plunger." That same error was found during occlusion testing. The cause of the customer reported problem was a dirty lead screw and both clutch halves were very dirty. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the lead screw and both clutch halves and performed an occlusion test. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device plunger lever was broken on the top right side. The event occurred during set-up. There was unknown delay in therapy, no patient involvement and no patient harm.